Event description:
It was reported that the customer passed away on (B)(6) 2014 while connected to the pump. Cause of death was sepsis.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.